Event description:
It was reported that bd alaris smartsite pump infusion set had flow issues. The following information was received by the initial reporter with the following verbatim. It was reported by a customer that the potassium infusion infused over 20 minutes instead of the ordered 2 hours. The second nurse reported that the perjeta secondary infusion that was dripping fast and bubbles were noticed in the primary IV bag. The third nurse reported that the fluid was observed being pulled from the primary bag and not the secondary container.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information